Event description:
Customer reportedly received the results of 12.6 mmol/l and 12.1 mmol on the advantage plus system and 6.2 mmol/l on professional device within 10 minutes. No actions taken based on the device results. No adverse event reported. Requested return of suspected device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.